Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced issues with her sets, specifically high blood glucose levels due to bent cannula. The customer manually injected 8 units of insulin to treat the high blood glucose. The customer's current blood glucose value is 121 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient information: (B)(6).